Event description:
Attorney reported that pt had a hernia repair by use of a collamend implant. Subsequent complications occurred and pt was found to have substantial adhesions of the mesh with his bowels and intestines. As a result of the subsequent surgery, the pt sustained loss of a portion of his bowels and still suffers from abdominal pain.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.